Event description:
It was reported to medtronic minimed that the customer experienced no communication from the pump to the mobile. The customer reported a blood glucose value of 55 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-394a, mmt-1884, mmt-6102, mmt-7333, mmt-7040a, mmt-332a. The customer reported low bgs. The customer experienced a unexpected carelink personal login request or login assistance. The customer was successful in logging in to carelink personal. The reported issue resolved, no escalation required. The customer experienced a loss of connection between the pump and mobile device. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No further patient complications were reported. No product return is required for mmt-394a. The product return status for mmt-1884 is unknown. No product return is required for mmt-6102. No product return is required for mmt-7333. Product return requested for mmt-7040a. The customer declined to return or is unable to return. Product return requested for mmt-332a. The customer declined to return or is unable to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.